Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke may occur during this type of procedure and, as listed in the instructions for use, stroke is a known potential adverse event associated with the use of the product. Based on the available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via a trial that at the end of an acculink stenting procedure in the left internal carotid artery, during the removal of the catheters from the patient's anatomy, the patient experienced a stroke with right sided weakness, right facial droop and aphasia. Treatment included angiomax and activase. CT scan revealed acute infarct to left middle cerebral artery. The neurologic deficits continue, however, the patient was discharged to a rehabilitation facility six days after the procedure. Though requested, there was no additional information provided.